Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker exchange, the surgeon reported the insulation on one of the pacemaker leads was damaged. The surgeon could not confirm if it was damaged during this case. There was no impact to the patient and the surgeon successfully replaced the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.